Event description:
The hosp reported that during the unpacking of a saphenous vein harvester, the staff noticed that the scissors mechanism was loose on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. In 2004 failure analysis determined that the scissor shaft had separated. This is a reportable malfunction.